Event description:
Information was received from multiple sources (manufacturer representative, healthcare facility, service repair) regarding an endoscope having spinal therapy. It was reported that instrument was cloudy and it was difficult to perform the procedure, it was replaced with another short scope and the operation was successfully completed. Event occurred during intra-op there was a delay of a few minutes in the procedure, but there were no health hazards or problems to the patient associated with this. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. H3: product analysis # (B)(4), product:9560100, lot no:1037700: air analysis confirmed that the requested issue was reproduced and it was observed that the outer tube was scratched, and that the internal lens was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was a delay of less than 1 hour. There was more fog that usual hence more work was done to remove fog. It was replaced with another short scope. It is estimated to take about 5 minutes in total. Pre-op diagnosis was lumbar herniated disk and procedure involved was micro endoscopic discectomy (med).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.